Manufacturer narrative:
Per good faith effort (gfe) response, the customer noted that the defective battery was an old philips-supplied battery that was from 2009. Per the v60 service manual, it is recommended to replace the battery every 5 years. The customer also stated that philips troubleshooting was not performed as the customer only needed a quote for purchasing a new battery so that a third-party service could run their test on the device.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was defective, and a 1124 "battery failed" error code occurred. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) provided the customer with the part number of the internal battery for repair.